Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only. Wound infection was reported as in the ef-14 trial in both arms of the trial (<1%and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) male patient with newly diagnosed glioblastoma began optune therapy with concurrent bevacizumab on (B)(6) 2018. On (B)(6) 2018, during an array change, the spouse noticed the patient's metal plate was exposed (most recent craniotomy: (B)(6) , 2017). That same day, the patient developed an acute fever. On (B)(6) 2018, patient was admitted to the hospital for wound dehiscence and optune therapy was temporarily discontinued. On (B)(6) 2018, patient underwent a wound revision and removal of infected bone flap. On april 10, 2018, the patient was discharged to acute inpatient rehabilitation. Prescribing physician was contacted and provided additional information on the event but did not provide a causality assessment.